Event description:
It was reported by the patient's caregiver that since the patient's last scheduled settings change on (B)(6) 2019 the patient has had 4 seizures. It was indicated that with the prior settings changes the patient only experienced one seizure between (B)(6) 2018 until (B)(6) 2019, indicating an increase in seizure frequency with the most recent programmed settings. No further relevant information has been received to date.